Manufacturer narrative:
This device (lot unk) is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2008-01803. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The male pt received two cypher select plus stents in the proximal to mid lad. One day post procedure, the pt had chest pain. There were no ECG changes, but ck-mb was raised and thus a myocardial infarction was diagnosed. At the one month follow-up, the pt had angina pectoris.